Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured at 10 atmospheres at 30 seconds inflation time. The procedure was completed with another balloon. No complications were reported.